Event description:
It was reported that the left ventricular lead exhibited impedance greater than 3000 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.